Event description:
It was reported that bd luer-lok¿ 3ml syringes are damaged, have foreign matter, and/or scale marking issues. This was discovered before use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. During production of one of the reported batches (8240729), an issue of missing print was identified and additional measures were taken to assure release of the product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8140548. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-20. Medical device lot #: 8240729. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-28. Medical device lot #: 8098580. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-04-08. Medical device lot #: 8054540. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-23. Medical device lot #: 8020529. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-20. Medical device lot #: 8073753. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-14. Medical device lot #: 8154742. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-03. Medical device lot #: 8166581. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-15. Medical device lot #: 8238586. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-26. Medical device lot #: 8272888. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-29. Medical device lot #: 8282549. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3ml syringes are damaged, have foreign matter, and/or scale marking issues. This was discovered before use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.